Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: review of the black box data revealed the time and date reset to factory default setting during a battery change on january 24, 2015. On investigation, the pump was expercised for 24 hours without incident. The battery was then removed from the pump for six hours; the time and date reset to the factory default setting as per the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; reset to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.